Event description:
On (B)(6) 2014, it was reported that the patient experienced an elevated blood glucose level of 450 mg/dl. She attempted to correct the elevated level via bolus with her infusion device, but her blood glucose continued to be elevated. She disconnected from the infusion device and programmed a bolus and did not see insulin coming from the end of the infusion set. She changed the accessories on the device and periodically checked for insulin coming out of the end of the tubing, while she is disconnected from the device, and does not see insulin coming out of the end of the tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).